Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, troponin I es (tropi es) result was obtained from a single patient sample when tested using vitros tropi es lot 5015 on a vitros xt7600 integrated system. A definitive cause of the event was not established. Reported qc fluid performance indicates a vitros tropi es lot 5015 performance issue is not a likely contributor to the event and no issues regarding accuracy or precision of the vitros assay were indicated by the customer. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 5015 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Pre-analytical sample processing could not be ruled out as a contributing factor, as the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. Cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. The ortho tsc discussed correct pre-analytical patient sample handling with the customer. The turbidity index for the patient sample did not suggest the patient sample was turbid, however, turbidity was observed in a photograph of the patient sample. Based on the within run precision testing performed, it is unlikely an instrument issue contributed to the event. However, it cannot be entirely ruled out that an instrument issue did not contribute to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 5015.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected, troponin I es (tropi es) result was obtained from a single patient sample when tested using vitros tropi es lot 5015 on a vitros xt7600 integrated system. Patient sample 1 result of 2.031 ng/ml versus the expected result of 0.022 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory. A corrected report was later issued for the patient and no treatment was initiated, altered or stopped based on the reported result. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).